Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 50mcg/ml morphine at 7.989mg/day via an implantable infusion pump. It was reported that at a refill they expected to pull back 2ml and there was 0ml in the pump. It was reported that no alarm had occurred. No symptoms were reported. No further complications were reported.